Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer performed a supply change to address the issue. Additionally, it was reported that the customer experienced a blood glucose (bg) level of "high"; specific value not provided. Cause of bg was unknown. Customer administered a manual injection to address bg. Lastly, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.